Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2011 due to pseudotumor.

Manufacturer narrative:
Third party analysis was conducted and found the cup inclination angle was marginally high and in some cases it can be associated with elevated metal ion levels. Additionally there is evidence that the sagittal plane position of the acetabular component may have changed over time. There is concern that the hip stem may have migrated up to 10mm indicating an unstable interface. The existence of the reported pseudotumor and its cause which lead to the reported revision surgery cannot be confirmed due to insufficient data(retrieval analysis). However, the above referenced factors may have contributed to the required revision surgery. A review of the manufacturing history records confirms no abnormalities or deviations reported. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a clinical study and submitted medwatch numbers 1825034-2012-00539 and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 3002806535-2015-00153 / 00154).